Event description:
Covidien received info that due to a device alert alarm the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not be duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).